Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not display the electrocardiogram (ECG) waveform on a patient during transport. Philips is considering this event to be a serious injury because the outcome of the event is unknown. The device was used post resuscitation. A philips repair bench technician evaluated the device and was unable to duplicate the symptom. There were no errors found at the bench during evaluation or in the device logs. This reporter stated that a patient of unknown age, gender, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted, on (B)(6) 2019, the patient experienced an event of cardiopulmonary arrest and hospital staff administered cardiopulmonary resuscitation (CPR) rescue efforts. It is unknown if a defibrillator was connected to or used to treat the patient during the rescue efforts. Post resuscitation, the patient was connected to a heartstart mrx via ECG monitoring electrodes; brand, model, lot number, expiration date, and configuration not reported, for monitoring during transport to the hospital¿s intensive care unit (ICU). During the transport to the ICU, the device did not display the ECG waveform, hospital staff then switched to defibrillator pads as the ECG lead source, but the device still did not display the ECG waveform. No relevant laboratory data was reported. The ECG leads and the defibrillator pads were later checked on a second device and each time a transmission was generated on the monitor. Thus, one can exclude the wiring as a source of error. Review of the first of two provided electrocardiogram (ECG) rhythm strips and case event file showed that the heartstart mrx was turned on into monitor with lead ii selected as the ECG leads source at 03:37:05 am on (B)(6) 2019. At 15:23 elapsed time (et), the patient¿s blood pressure was 52/28 millimeters of mercury (mmhg), 72% spo2, and a pulse of 139 beats per minute (bpm). Throughout the 17 minute and 47 second rhythm strip, the patient¿s heart rhythm was consistent with a bradycardic narrow qrs complex, and there were multiple ¿leads on¿, ¿leads off¿, and peripheral capillary oxygen saturation (spo2) low alarm messages generated. Review of the second of two provided electrocardiogram (ECG) rhythm strips and case event file showed that the heartstart mrx was turned on into monitor with lead ii selected as the ECG leads source at 04:23:08 am on (B)(6) 2019. At 17 et, the leads ECG source was changed to pads. Review of the 59 second rhythm strip showed artifact consistent with chest compressions being administered. The ¿leads off¿ inop is generated when electrode(s) for the configured/selected ECG in wave sector 1 may be off or insecurely attached and or the electrode(s) are not making proper contact with the patient. The ¿pads off¿ message is generated when pads are not connected to the device or not making proper contact with the patient (heartstart mrx instructions for use m3535a/m3536a, publication number 453564307761, edition 2, 2012, page 306). No parts were replaced. The device passed all performance assurance tests and is being returned to the customer. There is no information to support that a malfunction occurred. The device was behaving as intended when it alerted the user to a "leads off" and "pads off" condition. The "leads off" and "pads off" message is an expected device behavior when the electrode(s) or pads do not make proper contact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not display the electrocardiogram (ECG) waveform on a patient during transport. Philips is considering this event to be a serious injury because the outcome of the event is unknown. Additional information has been requested.